Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was no longer able to hear with the device. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the bifilar wire as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. Either the direct impact or excessive mechanical stress caused by an impact are the root cause for an overload breakage. Uncommon chronic micromovement or mechanic strain along the bifilar wire (e.g. Eye glasses) in implanted state may have contributed. An intermitted function is possible when the breakage gap is very short leading to possible connectivity in case of applied external pressure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user was no longer able to hear with the device. The user has been re-implanted with a new device.